Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented with repeated deep vein thrombosis. The pulse generator and right ventricular lead were extracted. The patient tolerated the procedure well and was stable.